Event description:
It was reported the pt had experienced intermittent stimulation subsequent to a fall. Reportedly the physician replaced the lead and the pt has full stimulation coverage.

Manufacturer narrative:
Conclusion: the complaint for intermittent stimulation was not confirmed. As received, the returned lead was inspected and some discoloration was observed on the lead paddle. There was no fluid intrusion inside the lead body and terminal ends were undamaged. Lead passed all the functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.